Event description:
It was reported that via a merlin.net transmission, intermittent oversensing was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 12.4-12.6cm and 33.2-33.7cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 25.5-25.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.4-20.5cm, 20.8-20.9cm, 23.3-23.4cm, and 23.4-23.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 24.8-25.1cm from the distal tip. The etfe coating was abraded at 25.0cm from the distal tip, consistent with the reported field event of noise.